Manufacturer narrative:
The complaint device investigation will be conducted upon receipt. Follow up report will be submitted. Same event as 2953184-2007-00012 & 2953184-2007-00015.

Event description:
It was reported to boston scientific that during ablation procedure with blazer catheter connected to maestro 3000 controller, the physician induced vf in a patient with a medtronic defibrillator implanted. Perhaps the doctor touched the medtronic wire while rf application. The doctor then stopped the rf application, when he saw the artifacts and vf using a defibrillator. Patient is okay. A bsc company representative followed up with the physician on june 7, 2007. The following statement was provided, "cs catheter was placed deep in cs - named cs 1 to 10 in the ablation log. Halo ( deca 1 to 20) was placed in right atrium, deca 1/2 close to ostium of cs. In the moment it happened, the ablation catheter was in isthmus position, but inside ventricle. The physician stated, "it is possible he touched the medtronic wire during rf application. No fluoroscopy documentation and the medtronic device was switched off. No artifacts on the intracardial signals were seen. The physician agreed the noises on surface EKG I close to the event - could be a artifact coming from the device. He did not see any impedance change during or close to the event. Stable temperature and power setting during rf application. He stopped the application while he saw the artifacts and vf. Patient is currently doing well."